Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that during a breast biopsy procedure, the device allegedly failed to prime upon removing the sample from the device. It was further reported that plastic hub was allegedly found cracked in the device. Reportedly, the device successfully primed once the broken segments were removed from the device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a breast biopsy procedure, the device allegedly failed to prime upon removing the sample from the device. It was further reported that a part of the needle was allegedly found cracked in the device. The device successfully primed once the broken segments were removed from the device. There was no reported patient injury.